Event description:
During a breast biopsy while trying to deploy the marker using a bard needle the tip of the 8g marker sheared off into the pts breast. The physician was unable to remove the tip. The tissue samples were sent to pathology for a diagnosis. No device being sent back for analysis.